Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump's up and down scroll buttons were less responsive. The customer's blood glucose level was unknown at the time of the time of the incident. The customer also reported that there was scratch on the screen and battery life was diminished. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with minor lcd display window corners noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted.